Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Visual inspection revealed a kink 15 cm from the distal tip. The distal tip where the kink is, shows no puncture to the outer coating, and no strings were extruding internally from the catheter. As a result of the kink, the distal tip delaminated and appears like a string when deflected. The handle, push/pull thumb slide, and electrodes appeared to be intact. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The most likely root cause is mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the catheter. The instructions for use (IFU) state: do not introduce the tip folded into the guiding sheath. Do not exert excessive pressure during placement of catheter if unknown resistance is encountered. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the ep catheter was inside the heart and the catheter broke. Upon removal, it was reported there was a white string coming out of the tear in the region where the catheter bends. There was no material separation. The catheter was easily removed and replaced to successfully complete the procedure. There was no patient injury or medical intervention and extended procedure time reported was 30 seconds. These are commonly used devices that are readily available.